Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the patient's outcome could not be conclusively established through this evaluation. Review of the submitted log files confirmed low flow alarms; however, a specific cause for these events could not conclusively be determined. The submitted controller event log file contained events from 13feb2026 through 06mar2026, per the timestamps. The log file captured transient low flow alarms on (B)(6) 2026. The low flow alarms became more frequent on (B)(6) 2026 at 21:59:18, and this condition persisted until the driveline was disconnected at 22:52:50. The driveline remained disconnected for the remainder of the log file. No other notable alarms were captured, and the pump appeared to function as intended throughout the log file. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided by the account. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricle assist system (lvas) instructions for use (IFU) revision, rev. D is currently available. Section 1 of the IFU, ¿introduction,¿ lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿heartmate touch¿ communication system¿ explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 7, ¿alarms and troubleshooting,¿ explains system alarms and the recommended actions associated with them. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported on 10mar2026 that the log files were submitted for review. It was informed by one of the family members that the patient passed away on (B)(6) 2026. The primary system controller waveforms were downloaded for analysis. The event log files noted a reduction in recorded calculated average flow values on (B)(6) 2026. Repeated low flow alarms were recorded from (B)(6) 2026 21:59:18. The calculated average flow was recorded < 2.0 lpms at this time and were reduced to 0 lpms shortly after that. Motor function continued until the driveline was disconnected at (B)(6) 2026 22:52:50. External power was removed, and a system shutdown sequence was started at (B)(6) 2026 22:53:31.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away. The cause of death was not provided. Whether the outcome was device or therapy related was not provided by the customer. An autopsy was not performed. The device was not explanted and will not be returned for evaluation.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.